Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 did not work on the 6/7f mynx control vascular closure device (vcd). Hemostasis was achieved via manual compression held for approximately 30 minutes. There was no reported injury to the patient. The device was not purged of air during prep. Fingertip compression was maintained on the skin during removal of the device but the polymer was not launched/fired. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was removed from the package aseptically. There were no anomalies or difficulties noted during prep prior to use. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of pvd / calcium in the vicinity of the puncture site nor was there any scar tissue present. The deployer is mynx certified. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the button 1 did not work on the 6f/7f mynx control vascular closure device (vcd). Hemostasis was achieved via manual compression held for approximately 30 minutes. There was no reported injury to the patient. The device was not purged of air during prep. Fingertip compression was maintained on the skin during removal of the device but the polymer was not launched/fired. There were no kinks in the sheath or device after removal. The device was stored and prepped according to the instructions for use (IFU). The storage temperature did not exceed 25 °c. The device was removed from the package aseptically. There were no anomalies or difficulties noted during prep prior to use. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity or presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site nor was there any scar tissue present. The deployer is mynx certified. The device was not returned for evaluation. The product history record (phr) review of lot f2516402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced. However, procedural/handling factors (such as the incorrect alignment of the tension indicator prior to attempting button 1 depression) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the phr review, nor the information available for review suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.